Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).

Event description:
A nurse reported that when performing oil extraction during the latter part of a vitreoretinal procedure, the system went into backup infusion mode and multiple system messages displayed. After stabilizing the eye, the surgeon rebooted the system; however, when attempting to prime, air was coming out of the multi-function port. Following a delay of more than one hr, the case was able to be completed with another system. There was no pt harm reported.